Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after implantation of the impella cp device, the flows were lower than expected which the physician suspected was due to the levophed the patient was on, or due to the position of the impella being slightly deep. Flows remained lower than expected with no interventions performed to improve the pump flow. It was noted the patient was made a do not resuscitate, and the patient expired while on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). The patient's peri-procedural condition was critical.